Event description:
During a ventricular tachycardia arrhythmia procedure, a cardiac tamponade occurred in the posterior wall of the left ventricle requiring a pericardiocentesis followed by a thoracotomy. The patient expired the following day. Transseptal puncture was done with a swartz sheath and brk needle. An agilis was then used and an hd grid catheter was used to collect all geometry/maps. After collection, the hd grid catheter was removed and a tacticath se was placed to ablate at the focus of the arrhythmia. Applications were done at 40w, 43º until a "pop" was heard when applying it to the posterior wall of the left ventricle. A transesophageal echocardiogram revealed a cardiac tamponade, requiring a pericardiocentesis followed by a thoracotomy. The patient remained in serious condition and was under observation by the medical team. The patient expired on (B)(6) 2022. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The event description indicates that ablations were performed with an rf power of 40w. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and that ¿too high rf power during ablation may lead to perforation caused by steam pop;" however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The cause of the steam pop, cardiac tamponade, and patient expiration remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.